Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, g4, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, it was determined that the returned product showed signs of repeated use and was fractured. DHR was reviewed and no discrepancies were found. Root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the black cr femoral impactor pad broke at the corner when impacted by the surgeon. The impactor was correctly attached to the handle and the femur implant was correctly attached as well. The surgeon impacted the handled correctly. No impact to patient.